Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found cable failure. Therefore, it is assumed that the cable failure caused the video function to not function properly and "no picture" occurred. Based on the investigation results, no nonconformities were found. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image. There was no patient involvement.